Event description:
While performing a laparoscopic robotic myomectomy, the jaws of the laparoscopic tenaculum forceps fell off the instrument. The portion was then retrieved from the abdominal cavity. Manufacturer response for laparoscopic 5 mm tenaculum grasper, (brand not provided) (per site reporter). No report to date.